Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a biventricular permanent pacemaker implant procedure with an atrioventricular node ablation, a high impedance was recorded and the procedure was canceled. The ablation generator displayed an impedance near 80 ohms which would trigger a high impedance error when ablating. The patch, cables, and catheter were replaced with no resolution. The procedure was canceled and will be rescheduled at a later date. The patient is in stable condition.